Manufacturer narrative:
Technical services confirmed with the customer that they already washed the affected area with running water. Technical services advised the customer to consult a doctor if they develop any reactions at a later time. Technical services provided the reagent safety data sheet to the customer. The reported event is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. Based on this information, no further action is required. The product will continue to be monitored and tracked.

Event description:
The customer reported that the reagent solution spilled on their lips when using the binaxnow covid-19 antigen self test. The customer wanted to know if the reagent is harmful. Consumer stated that she washed the affected area. No burning or itching on her lips was present. No additional information regarding treatment or outcome was provided.